Event description:
It was reported that episodes of oversensing were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Related manufacturer reference number: 2017865-2023-38480. Additional information was received that a lead issues was suspected.